Event description:
Caller states, the pt tested 4.5 inr on the coaguchek sys and 3.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.